Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified second right posterolateral segment. A 10/2.50 flextome¿ cutting balloon¿ was used to dilate the lesion. The balloon was inflated from 4atm to 10atm. The balloon ruptured at 10atm on the third inflation for 10seconds. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution/blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear starting at the proximal markerband and extending 5mm distally. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The shaft polymer extrusion was also kinked 45mm proximal of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified second right posterolateral segment. A 10/2.50 flextome¿ cutting balloon¿ was used to dilate the lesion. The balloon was inflated from 4atm to 10atm. The balloon ruptured at 10atm on the third inflation for 10 seconds. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.